Manufacturer narrative:
(B)(4). The customer returned various components including a guide wire assembly for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a small bend near the distal tip of the body. The guide wire contained one bend 16 mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through the returned introducer needle and catheter to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: md was performing the procedure according to IFU. It was kinked in the middle of entering the guide wire and was not passed anymore. The md took out another new product and finished the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Medical doctor was performing the procedure according to IFU. It was kinked in the middle of entering the guide wire and was not passed anymore. The medical doctor took out another new product and finished the procedure.